Manufacturer narrative:
This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date.

Event description:
It was reported that the patient stated that his pico 7 was started on (B)(6) 2019 and that his "bandage" and the device were taken off fast tuesday (day 7). He stated it was decided to take off his bandage also because there was no more drainage. So he used a regular bandage measuring about 6-7 inches, however, "a spot started to fill up last night with "clear fluid" which the patient clarified as coming from the antibiotics that were applied. He stated this was explained by his orthopedic surgeon that they filled area of his surgical wound with "antibiotics d" and that he was informed that when the antibiotics dissolves, he should expect some clear fluid. He stated he went ahead and changed his saturated bandage by using the second pico dressing measuring about 14 inches long and then he decided to put back his used pico device. The patient confirmed he did not see any pus or blood, but just some clear liquid. Clear liquid was also discovered after his spouse applied alcohol and betadine over his sutures. The patient confirmed he did not see any pus or blood, but just some clear liquid. The patient called in primarily to inquire why after restarting pump, all lights illuminated and then stopped blinking and that pump just doesn't start therapy anymore. The patient further reported that last night he noticed his knee was puffy and then one tittle spot on the top portion is saturated with clear fluid. He further reported experiencing "a little" pain on his knee on (B)(6) 2019 and tried to lay flat and elevate his leg and then applied ice pack. The pain went away and now his knee feels just "a little" sore, but puffy last night. Past medical history the patient stated he has had his first knee surgery on (B)(6) 2019. His second surgery was done on (B)(6) 2019 when his surgeon placed a spacer because his mechanical knee got infected. On (B)(6) 2019, his surgeon finally got rid of infection. His most recent surgery was performed on (B)(6) 2019.

Manufacturer narrative:
We have now completed our investigation into the reported complaint. No samples were received for this complaint therefore visual inspection and functional evaluation could not be performed. Due to the nature of the reported issue, our clinical team were asked to make an assessment. The team concluded; ¿this case was reported by covance which is a hotline and no relevant clinical medical information can be provided to conduct a thorough medical assessment.¿ a risk management review was carried out. Infection is currently captured within the device risk files. No further actions required at this time as no medical assessment could be conducted due to lack of clinical information being provided. Without images of the reported skin reaction, it has not been possible to confirm the failure mode and make assessment on the relationship between the reported infection and the use of the pico product. It was reported that the dressing and the device were removed after 7 days of use. As stated in the IFU for this product, dressings should be typically changed every 3-4 days but can be left on up to 7 days at the health care professional¿s discretion. It was also reported that the second dressing was applied and the device was attempted to be re-used. This product is a single use device that can be used for up to 7 days and should not be attempted to be re-used. The pico dressings should only be used in combination with the pico pump, as stated in the IFU. Prior to distribution, all pico pumps undergo full functionality testing to an agreed specification. This ensures that all pumps are working correctly before being shipped to our customers; any failures identified are segregated for investigation. Due to the information provided the most probable root cause was determined as user variance. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.